Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) was worn out. Based on the result, we concluded that it was caused due to the excessive force applied on the ift.

Event description:
There was a call when the mouthpiece had something like a black stain from the facility. A black stain was attached when tracing the insertion part with alcohol cotton. According to the nurse, there are no reports of illness among the patients examined so far. This event occurred at the time of during use.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.